Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. The provided x-ray figures give no hints regarding the root cause of the implant loosening. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures/preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we neeed the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary associated medwatch - reports: 9610612-2020-00682; 9610612-2020-00683.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a univation prothesis. According to the complaint description the implants loosened 1 year and 19 days post surgery. Initial surgery date: (B)(6) 2019, right side. Revision surgery has not yet been performed. A permanent impairment was currently reported. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4) associated medwatch-reports: 9610612-2020-00682 (400487336 + no181z). 9610612-2020-00683 (400487337 + no156z). Involved components (aufführen in d11 + c2). Nl470 - univation f meniscal comp.t1 rm/lm 7mm - batch unknown.